Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's had a blood glucose (bg) of 160 mg/dl which prompted the customer's mother to deliver a 2.7 unit bolus to the customer while the customer slept resulting in a low bg; bg value was not provided. The customer awoke feeling unwell and ultimately lost consciousness. The customer was taken to the hospital however, did not receive any treatment as blood glucose was within standard range. Reportedly, the customer was discharged from the hospital on (B)(6) 2020 with no permanent damage pertaining to the event and the issue resolved.